Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the inner and outer packaging for an 8fr dilator, the package allegedly contained a 6.5 fr. Dilator. There was no patient contact.

Event description:
It was reported that upon opening the inner and outer packaging for an 8fr dilator, the package allegedly contained a 6.5 fr. Dilator. The was no patient contact.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. One lot sample for a powerport m.r.I. Isp implantable port with 8 fr s/l polyurethane catheter kit along with one electronic photo were returned for review. A visual and dimensional evaluation was performed with the sample. It was noted that the sheath was properly labeled with 8.0 f located at the t-handle. The inner diameter was measured and found to be consistent with an 8 f sheath. Based on the photo review, the label correctly lists one airguard valved introducer, peal-apart sheath noted as 8f. Therefore, the investigation is inconclusive for incorrect component as the original sample was not available for evaluation and the return lot sample and photo could not confirm the alleged issue. Based upon available information, a definitive root cause could not be determined. It is unknown whether device handling and/or procedural factors contributed to the reported event. (B)(4).